Event description:
At the end of endovascular aaa the physician pulled the catheter back to remove it from the left iliac artery and the catheter came out without the balloon. The balloon came out with the sheath.